Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The optical examination showed bloody deposits on the catheter, see picture 2. At the microscopic investigation does not show any abnormalities on the distal end that catheter. Permeability test: an adjustment test is not necessary. Adjustment test: an adjustment test is not necessary. Braking force and brake function test: a braking force and brake function test is not necessary. Result: in the first step of our examination we performed an optical test of the catheter. No visual abnormalities could be found in the optical control except was blood on the catheter. In the course of our investigation, we have tried to investigate why the mandrin has not dissolved from the catheter. As seen in picture 3 to 7, we could solve the mandrin without any difficulties. On the membrane, strong deposits of blood could be detected at the distal end. Unfortunately, it is not possible to deduce, why there have been difficulties during the operation. However we can confirm that the manufacturing of the shuntsystem and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The valve was sterilized by miethke and released for shipment and documented as well. Based on our investigation results we could not detect any failure with this shunt system at the time of delivery.

Event description:
It was reported that there was an issue with progav 2.0 sys ped.w/burrhole reservoir (#fx468t). According to the complainant, during the insertion of vp shunt procedure, the distal end of the ventricular catheter included with the set was stuck to the stylet. The surgeon implanted the catheter into the ventricle, but, when he attempted to remove the stylet, it would not come out. The surgeon removed the catheter, with the stylet in side. With the catheter removed from the patient, the doctor tugged on the stylet, and it crimped the catheter. The surgeon selected to use another ventricular catheter than the one that was provided with the set. There was an surgical delay of 5-10 minutes. The catheter was returned to the manufacturer for evaluation.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The optical examination showed bloody deposits on the catheter, see picture 2. At the microscopic investigation does not show any abnormalities on the distal end that catheter. Permeability test: an adjustment test is not necessary. Adjustment test: an adjustment test is not necessary. Braking force and brake function test: a braking force and brake function test is not necessary. Result: in the first step of our examination we performed an optical test of the catheter. No visual abnormalities could be found in the optical control except was blood on the catheter. In the course of our investigation, we have tried to investigate why the mandrin has not dissolved from the catheter. As seen in picture 3 to 7, we could solve the mandrin without any difficulties. On the membrane, strong deposits of blood could be detected at the distal end. Unfortunately, it is not possible to deduce, why there have been difficulties during the operation. However we can confirm that the manufacturing of the shuntsystem and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The valve was sterilized by miethke and released for shipment and documented as well. Based on our investigation results we could not detect any failure with this shunt system at the time of delivery.

Event description:
It was reported that there was an issue with progav 2.0 sys ped.w/burrhole reservoir (#fx468t). According to the complainant, during the insertion of vp shunt procedure, the distal end of the ventricular catheter included with the set was stuck to the stylet. The surgeon implanted the catheter into the ventricle, but, when he attempted to remove the stylet, it would not come out. The surgeon removed the catheter, with the stylet in side. With the catheter removed from the patient, the doctor tugged on the stylet, and it crimped the catheter. The surgeon selected to use another ventricular catheter than the one that was provided with the set. There was an surgical delay of 5-10 minutes. The catheter was returned to the manufacturer for evaluation.